Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alert low battery. Customer's blood glucose was unknown mg/dl. The customer stated that the battery would be used up in approximately 6 hour and believes he just had a bad batch of batteries. The customer was unable to continue troubleshooting because he wants to wait to see how new batteries will work out. Customer was advised to call back if alarms occurs within less than 7 days.